Event description:
It was reported that stent dislodgement occurred. The more than 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery (lad). A 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during a deployment attempt, the stent was dislodged and was stuck in the left main artery extending into the aorta. The device was removed with a snare and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.